Manufacturer narrative:
The customer reported that the phaco handpiece did not work. The reporter clarified later that although the handpiece passed calibration, it did not generate ultrasound during surgery. The phaco handpiece was received and a visual assessment of the returned sample revealed a slightly darker blue cable from use. The phaco handpiece was primed and tuned successfully on a calibrated infiniti system. It was then run at 100% phaco power for 5 minutes without error. Additional testing was performed and the phaco handpiece tuned successfully and both longitudinal and torsional stroke lengths were found to be within specification. The phaco handpiece meets all product specifications. The phaco handpiece was manufactured on october 1, 2012. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece had no ultrasounds during a surgical procedure. The handpiece was exchanged to complete the procedure with no harm to the patient.